Event description:
The company was notified on (B)(6) 2015, of an event that occurred on (B)(6) 2015, that involved a caire stroller and liberator 45 freezing together. While trying to separate the two units lox spilled out and injured four people. The company is working on obtaining more information into the injuries and who was trying to separate the units. The units are being returned and a followup will be submitted after testing has been completed. Ref. MDR: 3004822415-2015-00018.

Manufacturer narrative:
The unit was returned to the company for evaluation. The equipment was received in good condition. The unit performed to specifications. A minor leak was found at the connection of the prv tube to the vaporizing coil. The alleged incident reported by the customer could not be replicated. The unit in question was within all manufacturer's specifications, other than a few minor leaks which would not affect functionality.